Event description:
The 16(B) (6) patient's father reported that the red adapter is falling out of the g-tube causing the stomach contents to escape. An injury was reported. In a phone conversation, on (B) (6) 2009, with the father it was stated that the feeding tube came out of his sons g-tube tube during the night and stomach contents escaped. The child was taken to the doctor the following day and the child lost weight and reported as injury. The doctor said that the feeding tube should be changed. When asked for details the father stated that he did not know any specifics of the situation (i.e. Feeding sets, formula, feeding tube). The father said that he would speak to his wife and call back with the details. A return call was not received. On 07/21/09, the father was contacted and he stated that there have been no issues since and aforementioned occurrence. Product information was not provided.

Manufacturer narrative:
No product was returned for evaluation. No specifics were provided as to which feeding sets or g-tubes were used.